Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. Inside the device the weld point is broken, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A potential probable cause could be but is not limited rough handling, user error, or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr the head of a cobalt chrome 12/14 fem head 28 + 12 did not weld or lock onto stems. The procedure was completed with a backup device and with no delays. No injuries were reported. On visual inspection it was found that inside the device the weld point is broken.

Manufacturer narrative:
(B)(4).